Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. During evaluation it was determined that the reported condition of locked was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had insufficient/low power, illegible etch, unexpected noise, locking mechanism stiff/stuck, air leak and the coupling could not be engaged. It was also found that the device failed pre-test for markings, check the attachment coupling, check the attachment coupling with the drill attachment, check reverse locking mechanism, check in off mode, check forward and reverse mode, check for noticeable noise, check power with the test bench and check for air leak. The assignable root cause was determined to be due to user error.

Event description:
It was reported that the compact air drive device was locked. During service and evaluation, it was determined that the device had unintended motion. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.